Event description:
Report received of tubing sets separating from the manifold. There were approximately three reports of the separation occurring. The customer states that the most common IV fluid used with the manifold is .9ns via gravity infusion. The anesthesiologist uses the manifold ports for unspecified IV push medications. There have been several incidents reported of "the tubing coming loose or separating from either the distal or proximal ends of the manifold." There are no reports of bleed back or blood loss occurring. No reports of adverse patient event. Additional information was requested, but no further informaiton was available.